Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient had a scar from a prior surgery that the lifevest was rubbing and causing discomfort. There are no allegations that the lifevest contributed to the scar, but was just irritating it. Patient reported that the area did have broken skin with bleeding and scabbing. There was no alleged device malfunction contributing to the irritation. Patient was prescribed a cream by a physician. Patient applied a bandage to the area and discontinued wearing the lifevest. Patient reported that since removing the lifevest that area has completely healed.